Manufacturer narrative:
Concomitant medical products: cuff: catalog #: 72401962, expiration date: 10/20/2017, serial #: (B)(4), manufacture date: 6/2011. Pump: catalog #: 72402287, expiration date: 8/13/2013, serial #: (B)(4), manufacture date: 8/2012. Balloon: catalog #: 72402104, expiration date: 9/11/2013, serial #: (B)(4), manufacture date: 02/2009.

Event description:
It was reported the patient had her acticon bowel sphincter removed and replaced due to fluid loss. No patient complications were reported in relation to this event.